Manufacturer narrative:
Additional information received reported the intraocular lens was explanted on (B)(6) 2017. Reportedly, sutures were used and the replacement lens was a zct225 6.5 diopter iol. Post-operatively, the patient's astigmatism is now -0.5 over-corrected. It was also reported that the patient had a toric lens implanted in the right eye (od) on (B)(6) 2017, but the doctor is waiting for the eye to stabilize before performing a prk on the left eye (os). No additional information was provided. If explanted, give date: (B)(6) 2017. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
There is no indication at the time of this report that the lens has been explanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zct400 (5.0 diopter) intraocular lens (iol) was implanted and did not correct for astigmatism. The lens is still implanted and the doctor stated that an explant of the lens would be performed. No further information was provided.